Event description:
The battery reamer/drill and battery casing were returned for repair because they were not working. The drill's electronic control unit was unresponsive and the battery housing seal was worn and deformed. This is report 1 of 2 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the control unit was not functioning, a battery melted, and the battery housing seal was worn and deformed. This was attributed to normal wear. The device was repaired and returned to the customer on 06/06/2013. Placeholder.